Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose readings of 700 mg/dl due to a bent cannula. Customer stated that they have treated with a manual injection. Customer also stated that the insulin pump did not alarm no delivery. Customer reported symptoms of feeling sweaty, moody and impaired vision. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. Customer's blood glucose reading at the time of the call was 75 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.